Event description:
It was reported that upon interrogation, a significant decrease in p wave amplitude was noted; from 2 mv at implant to 0.7 mv. The patient experienced phrenic nerve stimulation. A chest x-ray showed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.